Event description:
It was reported that stress shielding occurred between screws and the stem of the proximal tibia of growing prosthesis. Screws were removed in (B)(6) 2013.

Event description:
It was reported that stress shielding occurred between screws and the stem of the proximal tibia of growing prosthesis. Screws were removed in (B)(6) 2013.

Manufacturer narrative:
An event regarding stress shielding involving three unknown hrms screws was reported. The event was not confirmed. The exact cause of the event could not be determined with the limited information provided. Further information such as device details, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown hmrs screw (cor hex sc s-tap sterile). An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Discarded.